Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v580677, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. It was noted soon after implant the patient had severe pain and stimulation had to be decreased. Patient was having both frequent urination during the day and night and was wearing pads. It was noted the patient's symptoms improved initially with the implant. Patient had been having a return of symptoms for the past 4-5 months and it was getting worse. It was noted the patient had fallen 3-4 times but no injuries just 'flops backwards.' Troubleshooting was limited due to reporter not being near the patient. Reporter did note they planned to try different programs to see if it would help the patient's symptoms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported that the patient had their stimulation turned off because they did not know how to decrease stimulation. The stimulation was 'too high.' It was stated that initially the stimulation was 'working fine,' but it had not been working well for approximately '3-5 months.' It was noted that 6 weeks to one month prior the patient had fallen and landed on her 'butt.' It was also noted that the patient had fallen 4 times within the past 6-7 months. The patient expressed a desire to meet with a company representative and get help with the programmer. Further information has been requested. If more information becomes available, a follow up report will be sent.